Manufacturer narrative:
H3, h6: the device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. An error code 808a indicates the pressure sensor value for ps1 is below the expected range during power-on self-test. Probable cause could be a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch, the message of "808a" displayed on the screen. The problem was not solved by removing the device from the canister and reboot. The treatment was continued with a back-up device. There was no patient harm. There was no delay.